Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the service department of oekg, there was the possibility that this phenomenon was attributed to the physical damage due to the applying the external force by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the ultrasonic transducer surface of the subject device partially peeled off and incised. Also the distal end of the subject device was damaged. There was no report of patient injury associated with the event.